Manufacturer narrative:
The reported event was unconfirmed. Visual inspection noted 3 unopened hydrosil intermittent catheters in packaging were received. No obvious defects were noted. Further testing required. Samples were tested. The catheter's outer diameter measured to be 0.0825 & 0.0830 inches, which were found to be within specification (0.079 +- 0.013 inches). The product met specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event was unconfirmed a labeling review is not required. Correction: d, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that some of the intermittent catheters were visibly larger (diameter) than the other catheters within the same box.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that some of the intermittent catheters were visibly larger (diameter) than the other catheters within the same box.